Event description:
Baxter reported a pt experienced multiple issues with a transfer set. The information was reported as follows: -events occurred 8 days after the change of the capd uv flash line (code r5c4325, batch: h02i10065). -the pt went to the facility in 2003. -the nurse observed that the connection with the titanium connector is not good. -there is no abutment with the two stop lug. -the intern part is sticking out. -when the nurse pulled on the line, there was a disconnection with the titanium part. -the external tubing is longer than usual and the internal part is not well connected. -there are no consequences for the pt because the nurse observed it and changed the line. No further information available at this time of initial report.